Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: it was brought to my attention by the charge nurses at all sites that the same thing is happening again that the port is not flushing properly.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that port is not flushing properly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: it was brought to my attention by the charge nurses at all sites that the same thing is happening again that the port is not flushing properly.